Manufacturer narrative:
H10: the customer reported a pm / calibration issue. This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the reported pm/cal issue was confirmed and is believed to be a result of a thermal event that occurred on the power supply board. There was no reported patient involvement. This device is used for therapeutic purposes.

Manufacturer narrative:
The proximate cause of the reported pm/cal issue was confirmed and is believed to be a result of a thermal event that occurred on the power supply board. It was determined the proximate cause for the rear case replacement is the result of damage/wear. It was determined the proximate cause for the front case replacement is the result of damage/wear. It was determined the proximate cause for the power supply board is the result of thermal damage. It was determined the proximate cause for the power cord is the result of customer damage. It was determined the proximate cause for the loose battery is the result of customer misassembled.

Event description:
The device was damaged and needed preventative maintenance (pm)/ calibration.